Event description:
It was reported the patient was unable to adjust stimulation. It was noted the programmer was showing ¿in the box¿ icon. It was noted the patient charged, checked their stimulation with the patient programmer, put it away, took the programmer out later and then saw the ¿in the box¿ icon. It was noted the patient had been able to charge fine. It was also noted the patient started every charging session by doing an antenna locate. Follow up reported there were no diagnostics performed and reprogramming was not necessary. It was noted the patient was happy with their stimulation settings. It was noted the error may have occurred as a result of the patient pressing buttons in the wrong sequence when using the antenna locate feature. It was noted the stimulator was interrogated to clear the error message. The patient was receiving effective therapy and was very happy with the relief that the device provided.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient; product ID: 37754, serial# (B)(4), product type: recharger; product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).